Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided. Related report: 1221359-2022-00664.

Event description:
The consumer reported two false negative results with the binaxnow covid-19 antigen self test performed on (B)(6) 2022 using unknown sample types. Unspecified confirmation testing was performed with a healthcare provider on an unknown date which generated a positive result. The consumers mother confirmed that she was symptomatic. No additional patient information, including treatment and outcome, was provided. This manufacturer report addresses false negative result 1 of 2.

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. Please see updates: b4, d4, g3, g6, h2, h4 and h6. Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 173258 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/195-260 / lot 173258 and device part number 195-430h / lot 170606. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 173258 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.